Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed the end user pressed the shock button before the device reached the selected energy level. Although the shock button was pressed multiple times, energy was not delivered as the conditions for a manual 30j test were not met. This same sequence occurred again during the third attempt. On the fourth attempt, 30j was selected, and the device successfully completed the manual self-test after charging and receiving the shock command. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.